Manufacturer narrative:
One actual, partial sample approx 2" - 2 ?" Long was returned for eval. Examination of the sample found the tissue to be very fragile and degraded. The condition of the returned sample prevented a complete investigation. The product is MFR using a controlled and validated mfg process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.

Event description:
It was reported that following a vaginal sling procedure performed in 2004, the tissue implant broke apart and the pt passed a large piece of the implant. The pt returned to the dr and upon examination, the dr found no pt complications as a result of the expelled tissue.